Manufacturer narrative:
Event date recorded.

Manufacturer narrative:
Device evaluation- the returned device was evaluated. The device gave an error alarm after power up (error 1840). The issue was likely caused by an issue with a component in the motor circuit of the circuit board. The cause of this component issue could not be confirmed.

Event description:
It was reported the device gave an alarm with the displayed message "error 1840" . No known adverse effects to patient.